Event description:
New information notes that there was no issue suspected with the lead. It is believed that the problem was with the device header.

Manufacturer narrative:
The reported event of sensing noise, oversensing and low atrial lead impedance was confirmed via review of merlin.net data. The device¿s sensing, pacing, lead impedance, high voltage charging, high voltage delivery and high voltage shock impedance were tested, and the device¿s function was normal. The cause of the reported event could not be determined. The septa were visually inspected and no anomaly was observed. No connection anomaly was found during testing in the laboratory. The cause of the reported event could not be determined.

Event description:
It was reported that the device showed noise, oversensing and low out of range impedance measurements on the atrial channel. Visible noise and oversensing were seen on the atrial lead and a drop-in impedance and increased threshold were also noted. The numbers had appeared to change at the beginning of the year when the patient had reported falling. On (B)(6) 2018, the atrial lead was replaced and all numbers were good. The patient was stable before, during, and after the procedure. The device was checked the next morning (B)(6) 2018 and low impedance, increase threshold, and low sensing was observed on the new lead. The physician suspected a micro-dislodgement. The physician tried repositioning the lead but it dislodged when he attempted to tie the lead down. The physician then replaced and used another lead. The psa showed acceptable numbers but the device started measuring low impedance. The rv lead pin was tested in the atrial port and the impedance was low, out of range. The device was then explanted and replaced. The leads tested normally through the new device. The patient was stable before, during, and after the procedure.